Manufacturer narrative:
The customer contacted a siemens regional service center (rsc) specialist. The rsc contacted the customer service engineer (cse) and inquired what has been performed to the instrument to this point. The cse informed the rsc that alignments on sample probe, reagent probe 1 and reagent probe 2 were performed. Sample syringe, reagent syringe 1 and 2 were replaced. All syringe tips were replaced and motor lead screw and nut were replaced, reagent 2 drain, reagent 2 assay transducer and the reagent 2 reagent arm were replaced as well. A headquarters support center (hsc) specialist reviewed the data provided. Hsc stated the filterdata provided demonstrated cuvette to cuvette variability. A customer service engineer (cse) was requested to evaluate the instrument. Siemens is investigating the issue.

Event description:
Discordant, sporadic hemoglobin a1c (hb1c) results were obtained on samples on a dimension xpand plus without hm instrument. It is unknown if the initial results were reported out to the physician(s). The samples were repeated multiple times for precision testing. It is unknown if the repeat results were released to the physician(s) or if corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, sporadic hemoglobin a1c (hb1c) results.

Manufacturer narrative:
The initial MDR 1226181-2016-00392 was filed on (B)(6) 2016. Additional information (10/25/2016): the regional service team was dispatched to the customer's site. It was found that the customer did not report the initial, discordant results.

Manufacturer narrative:
The initial MDR 1226181-2016-00392 was filed on august 5, 2016. Supplemental MDR 1226181-2016-00392_s1 was filed on november 16, 2016. Additional information (07/08/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 2 arm and source lamp, after which calibrations and controls were run. The cse returned to the customer site and replaced the sample syringe motor screw, sample pump valve, and ultrasonic printed circuit board, after which controls were run. There have been no additional occurrences of discordant hemoglobin a1c results. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.